Event description:
The customer reported that they were unable to use the cine function. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and cine bridge need to be replaced. The reported issue is currently under investigation.